Event description:
During an ercp/stone extraction procedure the physician used a wilson-cook web extraction basket. The stone could not be crushed with the basket and a soehendra lithotripsy device was used. Prior to performing endoscopic mechanical lithotripsy, the outer sheath was removed from the extraction basket. When lithotripsy was performed the welded area, proximal to the basket, became stuck in the small slits at the end of the cable. A plastic stent was placed and the remainder of the basket and stone were removed approx, 10 days later. The pt's condition was reported as stable.